Event description:
The foley was inserted and no urine was obtained. The nurse then tried to remove the foley and the 30 cc bulb would not deflate. She tried several times, he was then sent to a local ER. The urologist said he had to use a guide to deflate the bulb.